Event description:
Rotating poly disassociated from the metal back. The superior border of the patella was catching the inferior nose of the femoral component. The femoral remains implanted and a different patella was used.